Manufacturer narrative:
(B)(4). 1 device was received for evaluation additional lot# r9350w.

Manufacturer narrative:
(B)(4). Of the 2 devices reported, 1 device was received for evaluation. Additional lot #: r9541j. (B)(4).

Event description:
This report summarizes <noe> 2 </noe> malfunction events involving a total of 2 actual devices for tissue pad detached. These events occurred during use by a healthcare professional.